Event description:
Customer reported flap striae on patient's left eye seen on one day post-op. Uncorrected visual acuity was 20/30 right eye and 20/40 left eye. Lift and irrigate was done on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Striae. Conclusion - customer is only reporting this event and did not request field service or clinical support.